Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.

Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined. The IFU #5100-060-700 rev.f provides instructions on how to test the disengagement function of the perforator prior to use.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.